Event description:
A 40 cc. 9.5 fr. Intra-aortic balloon (iab) catheter was inserted via the right femoral artery on 9/17/93. On 9/22, the pump was alarming to "check iab catheter". Tubing did not appear to be kinked. The iab catheter was connected to another pump, but it continued to alarm. The physician was notified and the iab was replaced with a new balloon of the same size, through the same site. Visual exam of the iab revealed blood in the balloon and the tube.